Event description:
The customer called technical support (ts) reporting that the device had a proximal pressure line disconnect/low inspiratory pressure/patient disconnect alarms that occurred when the headgear worn by the patient was being adjusted and it seems the airflow became low after the above alarms were reset. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device kept operating when the event occurred. There was neither delay in therapy nor medical intervention reported due to the event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. A full performance verification was performed, and the device passed all tests successfully.